Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The initial analysis by the service technician was a defect in the power supply module. The power supply module was replaced and the defective board was sent to maquet cardiopulmonary (B)(4). The power supply board was tested and found to have a voltage of 14.2 volts, which is above the required 12 volts. The board was sent to the supplier who confirmed that the voltage was above the specification. The exact cause of the high voltage could not be determined by the manufacturer. The voltage was adjusted to be 12 volts and was then tested to confirm that it was functioning correctly. Reference: (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), the customer reported that for the hl20 power supply module ps 20-401 on the vario twin hl-20 5-pumps console (article number: 70104.3267, serial number: (B)(4)) during a procedure they received an "ep08" error message along with a bubble alarm and level alarm and the arterial pump stopped. The unit did not respond to inputs and the sensors could not be cleared. Perfusion had to continue using a hand crank. The patient was without pressure for a short time and was supported by pressure medications. There was no known report of consequences or injury to the patient. Reference: (B)(4).